Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer would check the supplies and if they were ok, insulin delivery was resumed. The customer also reported seeing air bubbles in the tubing. The customer's blood glucose (bg) level was as high as 400 mg/dl with ketones. A correction bolus and insulin injections were used to address the bg level. The customer also indicated that elevated stress levels may have contributed to the high bg level. Tandem technical support discussed how to prevent air bubbles from occurring in the tubing and as the occlusions had occurred in the past, a system check to determine a possible cause was unable to be performed.